Event description:
The customer reported that the system's left monitor would not work and the right monitor was burnt in. This happened outside of a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The right and left monitors were replaced. The system was tested and operates ad intended.